Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for severe muscle damage caused by a seizure. The customer stated that he was treated by medics for hypoglycemia, with a blood glucose reading of 49 mg/dl, but did not recall the doctor mentioning hypoglycemia as the cause of his seizure. The customer then stated that he had changed his infusion set the morning of the event. The customer also stated that he has been under a lot of stress at work. Programming is correct. Nothing further was reported.